Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasopharyngeal sample. Pcr confirmation testing was performed on the same patient two hours later and generated a negative result. An additional ID now covid-19 2.0 assay was performed on (B)(6) 2024 and generated a negative result. The customer stated the patient had no symptoms. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasopharyngeal sample. Pcr confirmation testing was performed on the same patient two hours later and generated a CT value 40 negative result. An additional ID now covid-19 2.0 assay was performed on (B)(6) 2024 and generated a negative result. The customer stated the patient had no symptoms. The customer confirmed there was no patient harm due to the test results.